Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper setup. It is probable that when the sterile adaptor was reseated, the guided tool change was canceled, correcting the orientation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not move the instrument while the image was inverted. There was no injury or harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed and reseated the sterile adapter on the endoscope, correcting the upside-down image and allowing the procedure to proceed as planned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the image on the endoscope was upside down. The customer removed the endoscope and reseated the sterile adapter, which corrected the image. The technical support engineer (tse) noted that because the customer removed the sterile adapter, it canceled the guided tool change, which made the arm read the endoscope again and correct the orientation issue. The site was continuing with the case. The procedure was completed as planned with no reported injury.